Manufacturer narrative:
Technician found head up function was not working manually or under power. Battery led was on. Determined problem was faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Bed found in "down" storage. No pt impact reported. Head up function not working.